Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, one of the ends of the hemopro2 extension cable was broken and they could not plug it into the power device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable.  The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, one of the ends of the hemopro2 extension cable was broken and they could not plug it into the power device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; a lot history record review was completed for lot/serial numbers (B)(4). The last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The connector collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the failure mode "break".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, one of the ends of the hemopro2 extension cable was broken and they could not plug it into the power device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.